Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 700 mg/dl. Customer had symptom of vomiting, ketones and blood in urine. Customer's emergency room visit was due to high blood glucose. Customer was not admitted into the hospital. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit.